Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manger consistently failed due to a latch failure. A field service engineer replaced the latch and harness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system bj-5800-ldrt fridge remote manager failed due to a latch failure, which hindered users from retrieving medications for patients. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.